Event description:
During a procedure, a 500mm main arm separated from the 900mm main arm on a ceiling mounted surgical light and fell to the floor. Upon speaking to the mgr of the engineer and maintenance dept, the unit was removed from a sister hosp and placed in storage, then reinstalled into the current or approx in 1989. This work was completed without MFR's supervision by construction personnel doing or renovations and new construction work for the hosp. Upon investigation by MFR technical specialist, it was determined that the equipment was installed improperly and needed performance maintenance.